Event description:
The third-party service center visually inspected the device and found evidence of foam degradation. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.